Manufacturer narrative:
Consumer reported inadequate bone quality / bone quantity, consumer also reported pain & tongue pressure issues.

Event description:
Consumer reported inadequate bone quality / bone quantity, consumer also reported pain & tongue pressure issues.